Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated/elective replacement indicator (eri). Time of eri in save to disk on (B)(6) 2011, device eri<=2.62 v. One - patient alert for low battery voltage on (B)(6) 2011 02:15:04. Weekly log battery voltage trend data shows min bat=2.64 to 2.62 volts between (B)(6) 2011 and (B)(6) 2011. The device was returned and analyzed. Actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device was at possible premature elective replacement indiciator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.